Event description:
Boston scientific (bsc) received info that this ventricular dextrus lead was being revised due to low r-wave measurements of 1.2mv bipolar and 2.6mv unipolar. Therefore, a revision procedure was performed. During the procedure, r-wave measurements of 9.0mv were observed utilizing the pacing system analyzer (psa) and r-wave measurements of 6.4mv were observed with the pacemaker. The physician was inquiring about the r-wave variance as thresholds and impedances were stable. A bsc crm technical services consultant stated explained that there is a difference with how the psa measures peak to peak versus through device r-waves are measured baseline to peak. The consultant stated that it sounds like sensing is better in current location. Implant, explant and event dates were not made available.